Event description:
It was reported that there was noise on the right atrial (ra) and right ventricular (rv) leads. There was simultaneous noise on both channels. The patient was seen in the clinic and the noise was unable to be reproduced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.